Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer had failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to open. A technical support specialist had remotely logged in, checked the drawers, and confirmed that all drawers had responded and worked as expected. The specialist had advised the customer to call when the issue recurred. The system functioned as intended after the technical support specialist investigated the issue.